Manufacturer narrative:
(B)(4). Stomach inflammation, pain occurred. Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an abdominal hernia repair procedure two years ago and mesh was used. The pt has experienced stomach pain, nausea and diarrhea since surgery. The pt has seen a gastrologist, her family doctor, the surgeon and visits to the emergency room beginning the week after the surgery. The pt had a low grade fever and has been put on antibiotics and multiple stomach medications. The pt has had multiple test of her colon and scopes with inflammation found in the stomach. No additional info was provided.